Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a coronary diagnostic procedure and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the l arm rotational cover has come off multiple times. Upon functional testing, the fse confirmed that the customer drove the stand into the zero gravity lead shield which caused the cover to break off of the l-arm. To resolve the issue, the fse replaced the l-arm rotation cover. After replacement replaced the l-arm rotation cover, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the l-arm cover along with the chain has come off the system. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.